Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
"It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 659 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, nausea and vomiting. The patient was treated with intravenous fluids, insulin and pureed food. The pod was removed and discarded at the hospital. Patient had been hospitalized for 2 days and remained at the hospital at the time of reporting.